Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
The patient presented to the clinic with the lead that had shown episodes for vf detection . The noise could not be reproduced. The lead was capped.